Event description:
Complainant alleged that while attempting to treat a patient, an arc was observed from the electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please refer to medwatch report 1220908-2013-01273 for a similar event with the same patient.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.